Manufacturer narrative:
Device evaluation is pending return of device.

Event description:
As per report filed with (B)(6), by the factory in (B)(6): during a knee arthroscopy procedure, iron came out of the distal part of a 28205abs shaver blade.